Event description:
It was reported that the universal battery charger (ubc) motherboard had damaged components. A battery leaked in slot 3. The system was not turned on and no functional test was performed due to the damaged components on the motherboard. The housing, motherboard, and pocket cable were replaced. The ubc operated as intended.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: primary UDI corrected. Manufacturer's investigation conclusion: the reported event of damaged components due to fluid ingress on the motherboard of the universal battery charger (ubc) (serial number: (B)(6)) and damage to the pocket cable were confirmed. The ubc was returned to the european distribution center (edc) and damage to the motherboard, housing, and pocket cable was found. These components were replaced, and the unit passed all functional testing and was returned to the customer ready for use. The original motherboard and pocket cable were returned to the product performance engineering group. The pocket cable was found to be fully functional after being placed in a test fixture. The motherboard was found to be delivering insufficient voltage to channel 2 due to damage caused by the fluid ingress. All other slots passed functional testing. Provided information indicated that no further information was available about how the original fluid leak occurred. The root cause for the fluid ingress was unable to be conclusively determined through this analysis. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook rev. G, section 3 ¿powering the system¿) instructs the user to keep the universal battery charger away from liquid at all times. Fluid ingress within the battery charger may cause issues in operations or may cause an electric shock. The heartmate universal battery charger IFU (sections ¿warnings and cautions¿ and 6.0 ¿routine inspection and cleaning¿) instructs users to never allow liquid to enter the interior of devices, and to keep the ubc away from liquid as much as possible. The heartmate 3 patient handbook section 3 - "powering the system" states that if a 14 volt lithium-ion battery leaks, do not touch the leaking fluid. If the fluid touches skin or eyes, wash the affected area with plenty of water and seek medical advice. Heartmate 3 instructions for use section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for equipment¿ explain how to properly care for the equipment, including the 14v battery. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories including their batteries for damage, and to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.